Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned for analysis. Analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the device has early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.